Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that during the implant procedure the right ventricular lead was unable to get a stable position. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.